Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received no reservoir found alarm while trying to load reservoir. Customer was assisted with load reservoir process. The customer stated that they did not received complete status with next highlighted on screen after process completed and they received no reservoir detected after several attempts of load reservoir. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
P cap or reservoir locks properly into place. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected prime or fill anomaly or insulin flow blocked alarm or no delivery alarm noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).